Event description:
Medtronic received information that 18 pulmonary valved conduits were explanted over an eight-year period according to a journal article that reported the results of a retrospective study of right ventricular to pulmonary artery connection repairs or replacements using a variety of devices from different manufacturers. It was reported that 39% of the study patients with a device from this model family exhibited stenosis, 6% exhibited regurgitation, and 55% had other clinical observations or complications. The article reported that the latter category mainly included aneurysms, peripheral pulmonary stenosis, and valve thrombosis, but did not provide a more specific association of which of those observations were associated with the explanted devices from this model family. The article did indicate that reoperations associated with this model family were mainly due to peripheral pulmonary stenosis at the distal anastomosis and aneurysms, and that the implanting facilities¿ practice was to shorten the distal end of the device as much as possible to prevent aneurysms and peripheral stenosis. It was reported that there were no valve-related deaths in the study population. The article did not provide patient demographics on an individual basis or for the different device models included in the study. For the entire study population, 365 operations were performed for 286 patients with a median age at operation of 5.9 years and a range in age at reoperation from zero to 68.4 years. 79 of the 365 operations were reoperations. Of the four types of manufacturer¿s explanted devices included in the study, the 18 explant from this model family was the second highest total and percentage; it also was reported that devices from this model family were used as a replacement device in 40 reoperation cases. The study began in 2000.

Manufacturer narrative:
The event date listed is the approximate date of publication/availability of the article. Additional information has been requested from the article¿s author contact, including details of the specific devices involved, patient demographics and patient outcomes. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4). Eight years of pulmonary valve replacement with a suggestion of a promising alternative christian neukamm, gaute døhlen, harald l. Lindberg, egil seem <(>&<)> gunnar norgård scandinavian cardiovascular journal, 2011; 45: 41¿47 doi: 10.3109/14017431.2010.519401.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: the event date is corrected to the first day of the month and year the article was published online, which was the version reviewed. To date, the author contact has not provided additional details that have been requested regarding the medtronic devices and patients included in the article. Without device identification, the device history records could not be reviewed and medtronic¿s database could not be searched to see if there were previous reports submitted or if explanted devices were returned for analysis. Stenosis and regurgitation are known adverse events and addressed in the device risk documents. At this time, no conclusive root cause can be determined.